Event description:
The asp rep reported the sterrad 100nx unit began to emit mist and the room filled with mist, causing the people in the room to have a variety of reactions. Asp is continuing to gather additional info on the specific details for this event. Once the additional info is received, asp will submit the additional medical device reports.